Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification on the e-field immunity functional test, therefore the head's lower case and cable were replaced to resolve. Analysis also found the lens in the upper case was cracked and that there was corrosion on the head's magnet, both the upper case and the magnet were replaced. Product ID: 2090 programmer; product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.